Event description:
It was reported that the patient received an alert indicating the dexcom g7 sensor session was nearing expiration and subsequently experienced pairing difficulties between the g7 and the ilet following a settings toggle and re-pair attempt using code 8472. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy beyond temporary cgm pairing delay and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education regarding sensor pairing timelines and connectivity steps. Investigation of this case revealed that sensor session status and connectivity contributed to a temporary pairing issue, which was addressed through re-pairing guidance and advising a 15¿30 minute wait for successful connection. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and routine connectivity behavior at end-of-session timing.